Manufacturer narrative:
Upon review of the provided information, there is currently no allegation of a malfunction or serious injury associated with the implanted pump. A regulatory report is no longer necessary.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a cp was placed for the support of a high risk cardiac patient. The support was for an hour and was then explanted. The team did report upon a sterility/packaging issue. There was a "work in progress" signage within the the sealed cp box. No noted harm or injury/infection noted.